Event description:
The hearing performance with the device is affected. No trauma or infection has been reported. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode likely caused by excessive mechanical stress appears very likely. However to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The hearing performance with the device is affected. No trauma or infection has been reported. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Based on the received information, a damage to the active electrode likely caused by excessive mechanical stress appears very likely. However to determine an exact root cause device investigation of the explanted device would be necessary. No date for possible re-implantation surgery has been made available yet.

Event description:
The hearing performance with the device is affected. No trauma has been reported.re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. No trauma has been reported.